Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for the event. The fse observed that the instrument was experiencing incomplete travel of backwash mechanism resulting in failure to properly complete clean and dry sample probe process. The fse performed adjustments and alignments needed to correct the occurrence. No further evidence of leaking was found. Root cause for the leak was a misalignment of the backwash mechanism. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the rinse block was leaking bloody diluent on the coulter lh 500 hematology analyzer. There was no impact to sample results. The user was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and a lab coat at the time of the incident. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment as a result of this incident.